Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: "complications and curative effect analysis about low temperature plasma radiofrequency treatment of early glottic cancer".

Event description:
It was reported that on literature review "complications and curative effect analysis about low temperature plasma radiofrequency treatment of early glottic cancer", after a plasma radiofrequency procedure for early glottic cancer treatment using an evac 70 wand and a coblator ii surgery system, one patient had a bleeding, which was admitted for bipolar electrocoagulation for hemostasis 11 days after and 7 patients had vocal cord adhesions, which did not present dyspnea, no further treatment reported. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.